Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 430 mg/dl at the time of the incident. The customer used insulin pens to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had several infusion flow blocked alarms. The customer believes the pump was under delivering as their doctor thinks the pump is responsible for their highs. Troubleshooting was not completed as the customer declined. The customer also had highs over 400 mg/dl on (B)(6) 2019. The insulin pump will not be returned for analysis. Unomed set.

Event description:
It was reported via phone call that troubleshooting was performed, and the insulin pump passed the self test and high pressure test. The customer insisted on a pump replacement, and the pump was replaced.